Event description:
Patient died two days post graft implant of multiple conditions including massive emboli in buttocks and groin areas, renal failure, hyperkalymia, and intracranial bleeding. The physician believes the intracranial bleeding occurred after heparin was administered. The patient's neurologic condition was not good, so no further surgical options were pursued.

Manufacturer narrative:
The device was not returned. Notification of patient death was received as feedback on a mailing sent july 2006 to physicians who follow ancure patients. In 2002, patient died of multiple conditions including massive emboli in buttocks and groin areas, renal failure, hyperkalymia, and intracranial bleeding. The physician believes the intracranial bleeding occurred after heparin was adminstered. The patient's neurologic condition was not good, so no further surgical options were pursued. Physician stated that patient had small arteries making the implant surgery 2 days prior her heath difficult. Physician also said that the right limb of the graft covered the right hypogastic artery; he had to do an iliac bypass and thrombectomy during the implant procedure.